Manufacturer narrative:
B3: date of event - used the first date of the month of the aware date, as no event date is provided. Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was loosely folded. There was a pinhole on the shaft 107.7cm from the strain relief. There was a longitudinal tear 20mm long starting 2mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 30mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complication reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date, as no event date is provided.

Event description:
It was reported that balloon rupture occurred. A 30mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complication reported.